Event description:
Intermittent ventricular undersensing on stored egms prior to detection and throughout stored episodes. Also rv defib impedance trend appears to have gradually increased since (B)(6) 2021 measured 64 ohms today. Other measurements within expected range and stable. Based on the information at hand, the associated field personnel was not contacted regarding this event. Programming changes at the time of the event were not requested. (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).